Event description:
It was reported that the device had a power on reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset (por) was noted. The device experienced a critical ram parity error por (B)(6) 2011 in location "17 de". Device should be able to recover from the event and continue normal function.